Event description:
A physician reported that the cassette could pass the test and the probe could cut and the aspiration was normal but during the process, it becomes impossible to aspirate and spit out occurs when aspiration stop during vitrectomy surgery. The surgery was completed after changed a new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming orange/brown foreign material covering the port, on the welded cap, and tip of the needle. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for both functional tests, no bubbles were observed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A video attached was reviewed by the investigation site. The video appears from a eye surgery, bubbles are observed; however, the source and device cannot be identified. Although, the video confirmed the presence of bubbles, the returned sample was found to be functionally conforming, therefore probe spits bubbles and aspiration failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).